Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a remote transmission, post-paced t-wave oversensing was noted. The patient did not receive inappropriate therapy. Programming changes recommended. The device remains implanted.